Event description:
As reported from new zealand by our edwards lifesciences affiliates, a 29mm sapien 3 valve, implanted in the aortic position, failed after an implant duration of two years and one month. Initially, the team wanted to send the patient to surgery instead of a transcatheter heart valve replacement (tavr) procedure, as the patient had a large chunk of bulky calcium in the annulus. However, due to kidney disfunction and a high risk of infection due to the patient's social circumstances, they were not deemed to be a good surgical candidate, and a tavr was performed. After implant of the sapien 3 valve, the patient developed moderate-severe paravalvular leak (pvl). Consequently, a few weeks post-procedure, a pvl closure with a plug was successfully performed to seal the leak, achieving a good result. As reported, the pvl was anticipated due to the large bulky chunk of calcium in the annulus. Approximately two years and one month after valve implantation, the valve was failing, and an intervention was planned, consisting of mechanical valve implantation. It was reported that the sapien 3 was failing due to the patient's renal disease and young age.

Manufacturer narrative:
Investigation is ongoing.